Event description:
The report received from the affiliate indicated that the physician deployed an optease vena cava filter prior to a planned surgery. Following the surgery, the physician went to remove the filter and it was noted to have migrated to the iliac vein. The physician was able to remove the filter successfully although with difficulty/details unknown. There was no reported consequence to the patient. Additional information has been requested.

Manufacturer narrative:
Please note that the event date was unknown but was entered as (B)(6) 2012 for reporting purposes. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the physician deployed an optease vena cava filter prior to a planned surgery. Following the surgery, the physician went to remove the filter and it was noted to have migrated to the iliac vein. The physician was able to remove the filter successfully although with difficulty/details unknown. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.